Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a concern this right ventricular (rv) lead perforated the heart wall. A small effusion was observed and on an echocardiogram it appeared the small piece of the lead was out. A paracentesis was performed and the lead was repositioned. No additional adverse patient effects were reported.